Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 75% stenosed, 38mmx3mm, concentric, de novo target lesion were located in the none calcified left anterior descending, left circumflex, and right coronary arteries. A 3.00x38mm promus element¿ plus drug-eluting stent was advanced but difficulty was encountered over the 0.014 guide wire. The devices were removed together. The procedure was completed with a different wire and stent. No patient complications were reported and the patient's status was stable.